Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty was experienced interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). Multiple troubleshooting techniques were attempted however were not successful. A device replacement procedure was scheduled for a later date. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device had no telemetry. A magnet reset was performed and no telemetry was noted. An additional magnet reset was performed and a programmer could successfully find the device, however could not connect to the device. The radio frequency (rf) wakeup pulses were noted to be too short. A substitute time clock was added to the circuit and the rf wakeup pulses were at an acceptable length. The device was able to be interrogated with a programmer however multiple codes were displayed. Updates were automatically programmed into the device and the system status was restored. Ultimately, the root cause of the no telemetry condition could not be determined.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating the device was explanted and successfully replaced. No additional adverse patient effects were reported.